Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr atherectomy catheter. The handshake connection, sheath, burr, annulus, and coil were visually examined. Inspection of the device found that the sheath was torn at the burr housing strain relief. Functional testing was unable to be performed due to the tear in the sheath. The returned advancer was able to reach and maintain optimal rpm using a test burr catheter. Product analysis did not confirm the reported events, as the returned burr catheter was unable to be functionally tested due to a torn sheath. The returned advancer was able to reach and maintain optimal rpm with a test burr catheter.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device was stuck during advancing. The target lesion was located in the calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that at the set operational speed of 160,000 rpm the burr was stalled (maximum speed reached is only 155,000 rpm), which caused the burr to get stuck in the calcified lesion during advancing. The procedure failed and the device was removed without any additional intervention. No complications reported, and the patient was sent for surgical bypass and was stable. However, device investigations revealed that the sheath was torn at the burr housing strain relief.